Event description:
It was reported that during the use of the product, the customer found damage to the snap button. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review request to the supplier could not be performed. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the snap button on the rubber was broken, and the broken button was on the mask side. Device was forwarded to the supplier for analysis. Should additional information be returned pertinent to the investigation a supplemental report will be filed. This issue is being monitored via an internal snn. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).